Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1145 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that introducers are not advancing smoothly. They stated resistance to advance is experienced, requiring increased pushing, the tip where the dilator and sheath meet not smooth and fraying at the tip, and buckling.